Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in the section h7 and h9 with this report. S/w version 4.11 j. Retainer ring = black. Case type = ngp. Customer returned pump for alleged audio anomaly found on (B)(6) 2022. The pump passed the displacement test. The pump failed the self test due to absence of audio. Tested the volume settings on pump with 1, 3, and 5, no audio sound was noted. Test p-cap locked properly into the reservoir compartment, however, a partially broken retainer ring with knit line damage was noted during visual inspection. Successfully downloaded pump history files and traces using thus software and generated carelink reports. No relevant alerts, alarms, or anomalies were noted in the pump history files and traces. Pump was cut open to perform visual inspection and found moisture damage on the force sensor and pcba 1. Also found broken black wire connecting pcba 1 to ground. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, battery cap contact missing, scratched case, cracked reservoir tube lip, cracked keypad overlay, broken battery tube threads, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, keypad overlay texture damage, label damage, partially broken retainer, and retainer knit line damage. Audio anomaly was confirmed during testing due to a broken wire on pcba 1 connecting pcba 1 to ground. Moisture damage was confirmed found on the force sensor, pcba 1, and battery tube. Retainer ring damage and battery cap contact missing were confirmed during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump did not beep. Troubleshooting was performed and found that the concern was with the pump's vibrate. The customer had audio options set as audio & vibrate. It was reported that the customer did not hear beeps when the audio volume settings were saved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.